Manufacturer narrative:
This complaint is recorded by zimmer biomet under (B)(4). Functional testing determined the cutter failed testing due to an incomplete cut. Review of the device history record identified no deviations or anomalies during manufacturing. A definitive root cause cannot be determined. The event is confirmed. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends

Event description:
It was reported that the device was sent in for maintenance. The event timing was outside of surgery. There is no harm or delay reported. Due diligence is complete. Upon investigation, the cutter failed testing due to an incomplete cut.